Event description:
It was reported that prior to starting a da vinci s sacrocolpopexy procedure, the surgical staff reported seeing fraying wires on the distal end of the mega suturecut needle driver instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument with frayed wire was confirmed. One grip close cable is derailed at the distal idler pulley. Grips can still open and close, but movement may not be precise. Cable also found frayed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.